Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-16885. It was reported that patient had some falls. Therapy uncomfortable as patient was receiving uncomfortable stimulation in the wrong location (ribs and stomach). Leads appeared to have shift to the left but still at the original levels. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.